Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign (B)(4) continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 7/28/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 300mm, standard nail per the sign technique manual. Surgeon comment: "this is the nonunion case after the opened grade 3b fracture treated primary by external fixation and converted to sign-nail. At our last x-ray is showed that nonunion. So we decide to reoperate by change the nail to the bigger one with dynamic locking (cut the fibular + only do the distal locking screws) and judet decorcication."